Event description:
It was reported that a few days after it was implanted, this right ventricular (rv) lead presented an increase in impedance and capture thresholds measurements, so it was consequently examined by x-ray imaging and a micro dislodgment was suspected. The lead was repositioned and remains in service. No additional adverse patient effects were reported.